Manufacturer narrative:
Device investigation details: a photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, it is observed that the distal tip of the dilator is broken but not completely separated from the dilator. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ is used to represent the photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that after the vizigo sheath was removed from the packaging, the team was putting the vizigo sheath over the tip of the dilator they noticed the dilator was bent and broken with the wire almost coming out of it. The vizigo sheath was replaced, and the problem was resolved. The case continued. There was no patient consequence.